Event description:
The customer observed false positive architect total -hcg results generated for a 23-year-old female patient sample. The following data was provided (reference range <5 miu/ml is negative): sample ID (B)(6), initial result = 38.23 miu/ml, repeat result = 37.76 miu/ml colloidal gold result = negative roche result = <0.2 miu/ml peg treatment result = 40.14 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house accuracy testing. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A review of tracking and trending did identify an increase in complaint activity. However, no commonalities for the complaint lot and issue were identified. Device history review did not identify any non-conformances, potential non-conformances or deviations associated with the complaint lot or complaint issue. Accuracy testing was completed with a retained kit of the complaint lot. All validity and acceptance criteria were met, and the product is performing as expected. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect total b-hcg reagent, lot 71474ud02 was identified.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section e1 - initial reporter establishment name complete entry = (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 07k78, that has a similar product distributed in the us with the same list number, and a 510k/PMA/bla number of k983424.

Event description:
The customer observed false positive architect total -hcg results generated for a 23-year-old female patient sample. The following data was provided (reference range <5 miu/ml is negative): sample ID (B)(6), initial result = 38.23 miu/ml, repeat result = 37.76 miu/ml, colloidal gold result = negative, roche result = <0.2 miu/ml, peg treatment result = 40.14 miu/ml . No impact to patient management was reported.